Manufacturer narrative:
(B)(4). Evaluation, conclusion: (implanting in zone one).

Event description:
Additional information was received as follows: it was reported that there was a type I endoleak. The investigator assessed this event as not device but procedure related. A diagnostic procedure was performed. The patient was given medication and embolization was performed as well as a secondary endovascular procedure. The endoleak was found to have resolved eight days later. The procedure was done under anticoagulation and antibiotherapy. The final angiographic check showed exclusion of aneurysmal sac.

Event description:
Additional information received. It was reported that the investigator assessed they type I endoleak to be both device and procedure related. It was also noted that the first endoprosthesis was too distal.

Event description:
A valiant captivia stent graft system was implanted in zone one for the emergent endovascular treatment of a 6.5 cm in diameter thoracic aortic rupture. The proximal aorta was 34 mm in diameter and 25 mm in length. The distal aorta was 34 mm in diameter and 40 mm in length. It was reported that at the patient¿s 30 day fu scan, a proximal type I endoleak was observed. A secondary intervention was performed. The physician implanted another valiant stent graft however, the type I endoleak still persisted. Four days later, the physician coil embolized resolving the type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. The investigator assessed the endoleak as not device but procedure related.

Event description:
Additional information was received as follows: it was reported that a secondary procedure was performed (coil embolization) to resolve the type I endoleak. It was also reported that another endovascular procedure was done to resolve residual flow with coil embolization. The patient was discharged 10 days later. Another endovascular procedure was done (embolization) with coils approximately 8 months later after which the patient was discharged.